Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8344579. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200789363] noted that did not pertain to the complaint.

Event description:
It was reported that there was foreign matter in fluid path with a bd syringe 0.5ml 31g 6mm s/c u-100 relion¿. The following information was provided by the initial reporter: consumer reported that there is liquid inside of his syringes, he noticed it when he depressed the plunger rod to release air before injection. Consumer stated that he does not re-use, problem occurred a few weeks ago. Lot # 8344579, product # 328520, no exp date.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter in fluid path with a bd syringe 0.5ml 31g 6mm s/c u-100 relion¿. The following information was provided by the initial reporter: consumer reported that there is liquid inside of his syringes, he noticed it when he depressed the plunger rod to release air before injection. Consumer stated that he does not re-use, problem occurred a few weeks ago. Lot # 8344579, product # 328520, no exp date.